Manufacturer narrative:
The alleged event was not confirmed by the plant. The complaint sample was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Hospital nurse in a hospital dialysis setting reported a fluid leak during patient's peritoneal dialysis treatment. It is unknown if the cycler alarmed or where the leak was occurring. The nurse was advised by technical support to reset up with new supplies and proceed with patient treatment. Additional information was solicited.